Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens was torn removing from the eye. The lens was exchanged for another same model/length/diopter lens on (B)(6) 2020 and the problem was resolved. The cause of the event was unknown. The eye is clear and patient doing very well.